Event description:
French distributor reported to syncardia that patient (B)(6) was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2010, at (B)(6) in (B)(6). On or about (B)(6) 2010, he was discharged to home with the ce-marked syncardia freedom driver. On (B)(6) 2011, (B)(6) notified syncardia's (B)(6) distributor that patient (B)(6) had an air leak from a hole in one of the ventricle cannulae in the area of the wire reinforcement. The hole in the cannula was repaired at the hospital with special tape that vulcanized the leak and plastic tubes around the area for stabilization. The hospital reported that there was no adverse impact on the patient, the patient was doing well, and he will be listed on the emergency list for transplant. Syncardia has requested the hospital to return the tah-t and cannulae to syncardia for evaluation when the patient is transplanted. The results of the evaluation will be provided in a supplemental MDR.